Event description:
This device was implanted on (B)(6) 2011. And explanted on (B)(6) 2014, due to an unknown reason. The physician was (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).